Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down.. There was no adverse impact to the customer's blood glucose level. The customer was sent replacement charging supplies, and will reportedly rely on multiple daily injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.